Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was evaluated and found to have a damaged foot switch and blocked water filter.

Event description:
In this event it was reported that while using a cavitron g121 scaler the insert was getting hot. The event outcome is unknown as of this MDR evaluation. Additional information has been requested, but is not yet available.